Manufacturer narrative:
Reciprocating saw attachment serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that the nose was separated from the main body. Also, the nose area exhibited extensive damage as well as the eccentric system. At the time of the report the device was not repaired yet as it was pending for customer decision.

Event description:
It has been reported that during surgery, the reciprocating saw attachment fell onto the floor. No patient harm or injury was reported. No surgery delay has been reported.

Manufacturer narrative:
At the day of this report, the device was not evaluated by the manufacturer, the investigation is then not completed. A medwatch follow up will be submitted when the investigation is completed.